Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. A DHR review cannot be performed at-this-time as the lot or serial number of the reported device(s) was not provided nor has the product been sent in for inspection. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a service loaner a1059 mayfield modified skull clamp had too much toggle where the ratchet arm slides in. There was no patient injury noted. Additional information has been requested.